Event description:
It was reported an error message occurred on the pt programmer "call your doctor -enter code 574". The reporter was not able to adjust the stimulation. The cause of the error code was unk. Upon interrogation of the device, no programs were available. The programs were re-entered. The issue was noted after the pt had taken a nap. The pt has an electrical bed to move body positions. No pt symptoms were reported. Add'l info has been requested.